Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch basic meter is giving inaccurate high readings compared to the normal reading/feeling. On 12/09/2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose 3 or 4 times per day and manages his diabetes with oral medication. The pt reportedly was obtaining elevated blood glucose readings averaging in the "200 and 220 mg/dl" prior to event month. As a result of the reported elevated readings, the pt's doctor put the pt on lantus insulin two days prior to contact lifescan. During the month, the pt started taking 85 units of lantus insulin per day. The pt reportedly developed symptoms of "double vision and tremors" on three occasions. The symptoms abated soon after he administered self treatment with a piece of candy. During the f/u phone, the pt indicated that he never passed out. In the same month, the pt went for a dr's office visit and received a ha1c test result of 6.2. The pt's insulin regimen was decreased to 40 units after the dr's office visit. The pt's dr recommended that the pt call lifescan to have the subject meter replaced. The pt felt that the subject meter was allegedly giving inaccurate high readings compared to the result from the ha1c. In addition, the pt felt that he should have never been placed on insulin. Since the pt's insulin has been decreased, the pt has been testing in the normal reading with the replacement meter and has not had any symptoms. This complaint is being reported because the pt claimed that he developed symptoms that can be associated with hypoglycemia after his doctor placed the pt on an insulin regimen per the lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.